Event description:
The account stated that one patient sample generated an initial architect sodium result of 166 mmol/l. The result was not reported out of the lab. The sample was retested and a result of 144 mmol/l was generated. Quality controls had also been out of range but were within range when the result of 166 mmol/l was generated. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) erratic sodium result; (B)(4) - ict reference solution, cuvette washer pump bellows. A field service representative (fsr) visited the account. The fsr inspected the integrated chip technology (ict) components, valves, cuvette washer, high concentration waste pumps, mixers, wash cups, and probe alignment. The ict probe, ict reference solution, ict syringes, and high concentration waste tubing were replaced. When a large amount of debris was found around the wash cup, the area was cleaned of the debris. While inspecting the probe alignment, the fsr observed the reagent 1 probe was bent. Daily maintenance of the instrument was performed. The fsr calibrated the ict module and processed the quality control samples. All of the values were within range. The fsr replaced the cuvette washer pump bellows and poppet valves as a precaution. Based on the available information, no product deficiency was identified. The system and/or the ict module do not appear to be the cause as the instrument was running within specifications. After the ict probe, ict reference solution, ict syringes, reagent probe and high concentration waste tubing were replaced, the issue was resolved. A review of the complaint analysis and trending system was performed and no adverse trends were identified related to this issue. In addition the architect system labeling was reviewed. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. In the clinical chemistry integrated chip technology sodium, potassium, chloride (ict na, k, cl-) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.